Event description:
It is reported that the tibial impactor left black flakes in the joint after impacting.

Manufacturer narrative:
Evaluation codes - as returned, the impactor and impactor heads on the instrument contains nicks and scratches. The tip of the impactor head contains deeper gouge marks, evidence of heavy use. It is likely the impactor heads have become damaged through repeated use due to impaction on the poly. Impactor or impactor heads should be replaced when the part is no longer functioning. No lot number provided; therefore, device history records could not be reviewed. Product exceeded useful life, normal wear and tear.